Event description:
Per the info provided to co by the physician's office, the device was removed because of "auto inflation-position related, no mechanical abnormalities." As reported to co, the reservoir was left in place and the rest of the device was removed and replaced.

Manufacturer narrative:
According to the available info this inflatable penile prosthesis was revised on 8/1/97 due to "autoinflation." Additionally the info stated that the autoinflation was "position related" and that "no mechanical abnormalities" were noted. A pump and two cylinders were returned for eval. Requests have been made for add'l info surrounding the incident, however, to date the requested info has not been rec'd. Without the requested info, qa is precluded from commenting on the events surrounding the incident. Should add'l info be rec'd, qa will re-evaluate this complaint in accordance with procedures. Examination and testing of the returned components revealed no functional abnormalities, confirming the above observations. Because qa's examination of the returned components can neither confirm nor disprove the report that the noted autoinflation was due to positioning in-vivo, and because no functional abnormalities were detected with the returned components, qa accepts the physician's observations of such as the reason for surgical intervention.